Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the front and rear response button were intermittent. The cause for the defective response buttons was damage response button ribbon cables. The root cause for the damaged response button ribbon cables could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.